Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (mr), rotated heart and enlarged atrium for mitraclip procedure. During the procedure, a mitraclip was placed on central side of anterior and septal leaflet. Upon releasing the clip, it was determined that a single leaflet detachment (slda) occurred and clip was no longer attached to the anterior leaflet and the procedure was discontinued due to poor visibility. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported slda was due to challenging anatomy (rotated heart) and poor imaging (poor visibility). The reported image resolution poor could not be determined. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr), as listed in the triclip system instructions for use, is a known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 2199. Health effect - clinical code: 4582. Codes added: health effect- impact code: 4614. Health effect - clinical code: 4453.